Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging the lancing cap was broken on her one touch lancing device. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that the lancing device cap broke approximately 3 days prior to contacting lfs. Since the patient was unable to test, she took her usual dosage of medication. At an unspecified time after the reported issue began, the patient felt light headed, nauseous and was sweaty. She did not seek any medical attention or contact her physician for assistance. The patient confirmed that there was misuse of the product and she was using the correct cap. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient¿s diabetes regimen, readings prior to the event, when the patient exhibited symptoms and how long symptoms lasted. The complaint is being reported since the patient alleged that since she was unable to test due to the reported issue, she later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/19/2010. The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case failed testing. The lancing device was found to be have a lancet holder cup issue. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that during a gastric sleeve procedure, the product did not work as expected from the beginning when liberating the larger curvature (it seemed that the knife did not go back easy as expected after the forth firing). Furthermore, it was almost impossible to open the jaws after the last firing (cartridge). This issue did not have any impact on the patient and the result of the surgery. Unknown how case was completed. There were no adverse consequences for the patient.